Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error codes when powered on was neither confirmed nor reproduced during product evaluation. However, quality engineering did confirm failure code 570:320:844:0000 as the last failure to occur. The root cause of this failure was assigned to depleted batteries due to use/user error. The main batteries were replaced in order to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with error codes when powered on. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.